Event description:
A doctor alleged that the maxcem elite clear product had set up too quickly while cementing a patient's two (2) crowns, causing the crowns to leave open margins.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor cut off the two (2) crowns. On (B)(6) 2013, the doctor re-cemented the two (2) crowns, without further incident. To date, the patient is doing fine. The product has not been returned. The lot 4720562 involved in the alleged incident has been identified as an affected lot that is part of an ongoing maxcem elite recall. A DHR review revealed that the product was released within specifications. In addition, no similar complaints were received with this lot.